Event description:
--

Manufacturer narrative:
A review of the provided clinical information was sent to technical services. Technical services discussed that soon after implant the lv intrinsic amplitudes and decreased which was associated with an increase in thresholds. Currently, no sensing, high out of range pacing impedances and increased thresholds were noted on the left ventricular lead. Technical services and engineering analysis confirmed that the dislodgment alleged is most likely the cause of the clinical observations observed.

Manufacturer narrative:
Subsequently a revision procedure took place. The lead was capped and surgically abandoned, and will not be returned.

Event description:
Boston scientific received information that during the follow up an x-ray revealed that this left ventricular lead had dislodged. In additional interrogation the device did not display any impedance values. Technical advices was inquired regarding this issue. A revision procedure has been scheduled. The patient was discharged and no adverse patient effects were reported.

Manufacturer narrative:
Upon additional information this investigation will be updated.